Event description:
During a low anterior resection procedure. The surgeon used a pcs29 dlu. After firing the device under-formed staples were found and a leak was detected. The tissue had to be resected again.